Event description:
It was reported that a patient using an ilet pump for three days experienced a low blood glucose reading of 67 mg/dl without recent physical activity, after taking prior correction doses, and was advised to treat with 15 g of fast-acting carbohydrates followed by a fingerstick recheck; the device problem and component could not be characterized due to insufficient information. Symptoms included hypoglycemia. Outcomes included the need for unexpected medical intervention in the form of oral glucose. Investigation included communication and interviews and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to determine a medical device problem or a specific device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.